Event description:
The customer reported that the live image would not update. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A new image processing computer and board were ordered. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.